Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   added: brand name, common device name, device identification and concomitant medical products. Corrected: device evaluated by MFR. Investigation summary: examination of the returned instrument confirmed the reported observation and also found some scratches and nicks on the trial. The root cause is attributed to inadvertent use error and wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 242 reported that the 58 +4n trial liner is broken. It is a duraloc, so very old. Threaded part is missing from liner trial. The case was a 52 cup and this is a 58 so there was no issue in the case. This was brought to sales reps attention. It had no delay to the case. Examination of the returned trial liner confirmed that the snap ring and screw components are broken out. The screw component was returned. Visual examination also found some scratches and nicks on the trial from misuse and heavy usage. The complaint consisted of (1) 223870000 drlc scr trl ln lip 32id 70od, lot number unknown. The lot number required to determine date of manufacture was not known. A search of the complaint database against instruments in the same family found the user over-tightening or cross-threading the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 58 +4n trial liner is broken. It is a duraloc, so very old. Threaded part is missing from liner trial. The case was a 52 cup and this is a 58 so there was no issue in the case. This was brought to sales reps attention. It had no delay to the case.